Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited high pacing impedance. The rv lead was not used. The physician continued with the second rv lead and completed the procedure. The patient was in stable condition.